Manufacturer narrative:
(B)(4). No significant anomalies. Ipg is functionally ok. Por occurred prior to analysis. Ins output was tested at the distal end of a known good lead. Good, stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load, connected to the distal end of the lead. #3889 - v072260 - reliability non-conformance. Broken conductor wire in circuit #2, near the tines area. Continuity acceptable to cut ends of circuits #0, 1 and 3, no shorts (dry).

Event description:
Received info the ins "just quit working". No high impedances were found and the lead appeared intact. The ins and lead were replaced and returned to the MFR for analysis. Analysis of the lead revealed a broken conductor wire. There was no pt injury and the pt recovered without sequelae.